Event description:
It was reported that noise resulting in oversensing was observed on the device during a magnetic resonance imaging (MRI) scan. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.